Event description:
Customer reports, she felt an electric shock once in a while wearing her freestyle libre 2 sensor on her arm. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor and no issues were observed. Data was extracted using approved software, an event 21 (brown out event) was observed then the sensor was observed in state 5 (indicating normal termination). This indicates the puck successfully reset and continues functioning when detecting a brown out reset event. A linearity test was performed, and the results were within specification. This indicated the puck's electronics are functioning properly. The returned sensor battery was intact with no damage and measured within specification. The puck's battery produces a voltage that is insufficient to produce an electric shock and no product malfunctions or abnormalities were observed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports, she felt an electric shock once in a while wearing her freestyle libre 2 sensor on her arm. There was no report of death, serious injury, or mistreatment associated with this event.